Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the present date. This device was previously returned for issues unrelated to the reported complaint or service history. The database showed no quality notifications were opened for the device. Based on the file review, a global reportability assessment was not required. The customer stated that there was no patient involvement.

Event description:
(B)(4). Shipping & billing addresses confirmed. Npi. (B)(4).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the present date. This device was previously returned for issues unrelated to the reported complaint or service history. The database showed no quality notifications were opened for the device. Based on the file review, a global reportability assessment was not required. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
(B)(4).